Event description:
User received one pt sample with discrepant gentamicin results. The initial result was 10 ug per ml. This result was accompanied by a data flag notifying the user to repeat the sample with dilution. The sample was repeated with dilution giving 4.8 ug per ml. Test was repeated without dilution giving result of greater than 10 ug per ml, and repeated with dilution giving 4.4 ug per ml. The result of 4.8 ug per ml was reported. A new lot of sdr ii installed and the pt sample was repeated an additional three times, initially from a cobas cup, resulting at 2.71 ug per ml, and twice from the primary tube, giving 2.70 and 2.64 ug per ml. A corrected report was issued. Customer states as far as she knows, no action was taken based on the aberrant result reported. The customer resolved the issue by replacing the sdr ii diluent, which improved the performance of the assay.